Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl and the cgm did not read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.